Manufacturer narrative:
Device information: healthcare professional reported "smooth tissue expanders." The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection," "hematoma".

Event description:
Healthcare professional reported unknown side infection and hematoma. Device has been explanted.